Event description:
Procedure: kidney/adrenal glandl. Patient sex: unk. Reportedly, while using the device the balloon suddenly popped. Borken pieces straggled into the body cavity, but they were retrived. There was no patient injury reported.